Manufacturer narrative:
The insulin pump passed the displacement, prime/a33 and excessive no delivery test. Unit had scratched reservoir tube window, cracked reservoir tube lip, belt clip slot, battery tube threads and stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received excessive no delivery alarms and very upset. Customer did not want to speak with helpline. It was advised that insulin pump would be replaced, but replacement policy would have to be discussed with customer. Customer was transferred and was advised on replacement policy. No further information provided.